Event description:
New information noted that the patient presented with an infection at the implanted device pocket site and antibiotics were provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented for a follow-up in clinic. During device interrogation, the device was partially visible at the lateral edge of the incision. The patient claims that he tripped over a cord and fell into a wall. The pacemaker was explanted and replaced. The patient was in stable condition.